Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for two (2) colony forming units (cfus) of unspecified gram positive bacteria. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes no patients were reported to have been infected. During pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes out the air/water and auxiliary channels. The customer does not use a determined during the pre-cleaning process. During manual cleaning, the customer uses detergent aniosyme x3 and brushes the instrument/suction channel, suction cylinder and the instrument channel port using brushes by abs bolton, reference (B)(4).the scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, the canel isa is used with intercept plus detergent and rapicide pa (disinfectant). The aer was tested, however, the results were not provided. The scope is stored horizontally at the user facility. Olympus is the repair and maintenance company for the scope. The scope was not sterilized. The device was returned to olympus for evaluation. Scratches were found on the device, the glue on the bending section cover was separated and there was movement on the bending tube. Wear was found on switch 1 and the distal end of the biopsy channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for 65 colony forming units (cfus) of an unidentified microorganisms on the all channel sample. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.